Manufacturer narrative:
The device was not returned for analysis; it is not possible to perform a device evaluation without return of the device. The device was not returned for analysis.

Event description:
It was reported that during testing conducted at the user facility prior to the start of a surgical procedure the device was overheating. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during testing conducted at the user facility prior to the start of a surgical procedure, the device was overheating. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is completed.